Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed fracture of the sig fem adap +2/-2 offset bolt. The investigation could not draw any conclusions about the root cause of the device fracture without the device to examine. Among other conditions, excessive patient weight tends to adversely joint replacement implants. It is not known to what extent, if any, this and the patient's high activity level may have been factors in the reported problem. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient received knee tep left side in 2010. Revision in 2012. Now again revision because of breakage of femoral adaptor bolt.